Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through design analysis. Analysis found that the exam was not to protocol. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that on (B)(6) 2019 intra-operatively, the doctor stated he had difficulty registering a patient. It took around 4 times to be able to register. After that, the surgeon was able to move forward with the procedure, but was not as aggressive as intended. The length of extended surgical time was less than 1 hour. There was no reported impact to patient outcome. Technical services (ts) analyzed the exam and stated that the exam encompasses down to the patient's neck, but crops out part of the forehead and into the patient's ears. The site had to use another navigation system to complete the procedure. (Omitted information related to s8 difficulty registering - captured in (B)(4)).